Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she has had multiple low battery alerts on the insulin pump. Customer stated that she had the issue for 3 or 4 days and the battery cap was not connecting with the battery. Customer's blood glucose was 318 mg/dl at the time of the incident. It was found that the battery indicator does show less than 2 bars. Customer stated that the battery did not last more than 1 week. Customer does not wear the sensor. Customer had no weak signal or lost sensor alarms since the last battery change. Customer also had an external ram crc error alarm. Customer attempted to rewind the pump but was unsuccessful due to the current state of the batteries. Customer was advised to monitor the pump and to call back when she can put in a new battery in her pump to complete troubleshooting. Customer will be sent a replacement battery cap.